Manufacturer narrative:
An outside of united states (ous) customer reported that multiple, discordant urinary/cerebrospinal fluid protein (ucfp) patient results were obtained on an atellica ch 930 instrument. Siemens is investigating this issue.

Event description:
Multiple, discordant urinary/cerebrospinal fluid protein (ucfp) patient results were obtained on an atellica ch 930 instrument. The initial results were reported to the physician(s). After correcting the quality controls (qc), the same samples were repeated on the same instrument. The repeated results were reported, as the correct results, to the physician(s). Specific results were not provided. There are no known reports of patient intervention or adverse health consequences due to the discordant ufcp results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00163 on 26may2022. Additional information (15jun2022): an outside of united states (ous) customer reported that multiple, discordant urinary/cerebrospinal fluid protein (ucfp) patient results were obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. Customer reported quality controls (qc) as being out of range. The customer changed the lamp and re-calibrated the assay. Qc was processed and results were acceptable. Patient samples were repeated, and corrected reports issued. The low results were isolated to a single well of the ucfp reagent pack and came back in range after calibration of this well. No further issues have been reported since the recalibration and new lamp were installed. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.